Event description:
It was reported that the customer was receiving low signal on the insulin pump even when worn on the same side. Customer stated the meter was giving one hundred point difference and was receiving blood glucose alert after calibrating. Customer's blood glucose went to 400 mg/dl the day before the call and crashed at 43 mg/dl, while the pump reading was 78 mg/dl. Customer also stated bending the sensor while training. Customer's blood glucose was 265 mg/dl at time of call. Customer refused to remove transmitter to test functionality at this time. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.